Event description:
It was reported that insulin was leaking from the reservoir. It was stated that the customer noticed insulin outside of the o-rings, and the reservoir compartment smells of insulin as well. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.